Event description:
It was reported that the patient felt some "pulsating" and came into the office. The ventricular lead impedance had been decreasing and was low. It was also reported that there was a lead warning and the polarity switched on the ventricular lead and the patient is now programmed in unipolar. It was further reported that when programmed in unipolar the patient feels pocket stimulation and sometimes feels it "pulsating harder." The ventricular capture management was turned off; the ventricular lead remains programmed unipolar and the physician will be consulted. The ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.